Manufacturer narrative:
(B)(4).

Event description:
A patient via a manufacturer representative reported that her implantable neurostimulator (ins) and therapy had worked well for the last three years. However, it appeared that every time she walked through a security gate, she got zapped. It was unknown when the event occurred. Her healthcare provider was considering replacing both the ins and the lead. The ins was close to being depleted and they were wondering if the zapping could occur if the ins was getting low and needed to be replaced. The manufacturer representative planned to try reprogramming to see if that helped. However, the battery was so low that it couldn't be turned on to try programming changes. An "imperfect" impedance check was run that showed over 4000 ohms on all configurations, which could happen on a low battery. The cause of the zapping was not determined and a replacement/revision procedure was scheduled for (B)(6) 2016. The lead would be tested in the procedure to determine if it would be replaced.